Manufacturer narrative:
(B)(4).

Event description:
It was reported that while unpacking the express biliary ld premounted stent system for an unspecified procedure, it was noted that one corner of the foil packaging was open. The device was not used. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "ok".